Event description:
During a dual procedure for af, the procedure was not completed. It was noted that the cool point pump remained at 13 ml/min after the lesion. In order to resolve the issue, another lesion was performed, which stopped the cool point pump, and then when another lesion was performed with the catheter, the pump started functioning again. The issue occurred multiple times throughout the procedure. Additionally, it was noted that after another lesion, the message "pedal depressed" was displayed, even though the physician's foot was not on it. After this, energy was switched from rf to pfa to perform the next lesion. The procedure was not completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 85784) is an ous configuration not available in the us and is therefore not referenced in the gudid database. The results of the investigation were inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.